Manufacturer narrative:
An investigation is in progress for returned product received on february 28, 2022.

Event description:
String on the end is unraveled or certain pieces are really long or it's all tangled - tampon [device physical property issue]. Case description: consumer reported via email that the tampon strings unraveled. No injury was reported.

Event description:
String on the end is unraveled or certain pieces are really long or it¿s all tangled - tampon [device physical property issue]. Case narrative: consumer reported via email that the tampon strings unraveled. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.